Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece; fiber body no defects. Microscopic inspection was performed, and the exposed tip was found degraded. The laser fibers are consumable devices and expected to degrade with use. Additionally, there was no light exiting the face of the fiber connector and burn marks, indicating that the fiber break, this confirms the reported event. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. The IFU states that carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. With all the available information, it is possible that a procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber break. A partial body break or kink could have occurred and when it was inserted into the scope and fired it led to the fiber break. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure which indicates, expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the optical fiber could not transmit energy, and the optical fiber was found to be fractured. The procedure was completed with another fiber with no patient complications.

Event description:
It was reported that during the procedure, the optical fiber could not transmit energy, and the optical fiber was found to be fractured. The procedure was completed with another fiber with no patient complications.